Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display flickered and the device shut down. The device was then unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.